Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for analysis and found there was a recharger antenna failure: stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient reported, that they were getting a message on their controller. That said, there was a software problem and to call medtronic. Patient stated, that they had gotten that message a while back and then things started working again, but then they got another message about replacing the controller battery/batteries low, replace controller batteries soon message. Patient reported, that the recharger gets hot when trying to start a charge session. And that charge sessions will stop on their own. Patient noted, that they got the software problem message in march and things were fine, but lately, they have been strange. Patient mentioned, that this is the first issue that they have had with their equipment. Agent walked patient through removing the battery pack and plugging controller into the ac power cord. Patient confirmed, controller powered back on. Patient put the battery back into the controller and confirmed, that the green light was flashing above the screen. And that they got battery empty cannot provide stimulation recharge implanted neurostimulator message. Controller was at 80%. Patient reported, that before switching to flashing green, the controller light was flashing red. Agent had the patient inspect the recharger for any visible damage. Patient confirmed, no damage. Patient attempted to start a charge session of their implanted neurostimulator, but the recharger would not find the implantable neurostimulator (ins). And patient kept getting reposition message. The issue was not resolved. A replacement recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.